Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information indicated the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective replacement for a system upgrade, to obtain MRI conditionality. No device malfunction or allegation were reported. Postoperatively, the patient is doing well, experiencing excellent coverage, and expressing satisfaction with the new stimulator. In accordance with facility policy, the explanted device was retained and will not be returned.